Event description:
Related manufacturer reference number:3006705815-2022-17138. It was reported that the trial patient experienced redness and drainage at the lead insertion site. Patient also experienced very tender and painful sensations at the lead insertion site. As such, the trial leads were explanted on (B)(6) 2022 to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient experienced redness and drainage at the lead insertion site during a trial was reported to abbott. It was also determined the patient also experienced tender and painful sensations at the lead insertion site. As a result, the trial leads were explanted to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.